Event description:
It was reported while using bd pen ndl 32g 4mm pro the cannula broke off. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a broken needle of bd micro-fine pro. Which side was broken, pe or npe, is unknown at the time of the initial report.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-15. Investigation summary : two open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No, cat. No. 320559. Visual examination of the returned samples and photos was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd pen ndl 32g 4mm pro the cannula broke off. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about a broken needle of bd micro-fine pro. Which side was broken, pe or npe, is unknown at the time of the initial report.